Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during the implant procedure, the implantable neurostimulator (ins) setscrew could not be "locked.". The setscrew was tightened until the torque of the torque wrench had been reached, but afterwards the lead was still not secured and could be removed. Troubleshooting was reportedly not needed. The lead was secured by suturing it to the ins because a different ins could not be used. The impedances were fine and the system was working. The patient was receiving effective therapy and depending on the impedances and therapeutic effectiveness, an ins replacement may happen in the future. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported that the implantable neurostimulator (ins) had been replaced due to high impedances. Electrodes 0 and 2 were over 4,000 ohms. The patient had no therapeutic effect. The lead was "removable" in the ins due to the setscrew which could not be fixed. The setscrew was "blocked" an additional follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was damaged. It was rounded out/stripped. The setscrew was also backed out too far and the grommet was missing from the header block. (B)(4).